Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette not attached error. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The reported issue was verified through functional testing. The root cause of the issue was loose connection of the upstream sensor wires. The wires were put in place to fix the issue. The device then passed all tests after the repairs.